Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a few months ago the patient's recharge interval was 8 days, and now they had to recharge every 2 days. The patient indicated they had a few hospital visits in the meantime, but they could not confirm that the recharging change occurred around those visits. The patient was advised that multiple things can affect the recharge interval, including the stimulation amplitude and the programming settings. They were referred back to the hospital to confirm if the recharging interval was as expected.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. G2: the country of origin is spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.